Event description:
A customer in (B)(4) obtained a failed result for a high positive control with the kit cap-g ctm hbv 48 tests expt-ivd using cobas ampliprep / cobas taqman 48 analyzer with amplilink software v. 3.2.3. The negative control and low positive control were valid. As configured, the amplilink software was expected to invalidate all patient samples in the run batch if a control had a result of either "failed" or "invalid." The test run should have been invalidated, as the software was configured to require that all three controls must be valid for the run to be considered valid. However, the customer reported that the failed control did not invalidate the patient results. The patient results were reported.

Manufacturer narrative:
The issue is under evaluation. No conclusions can be drawn at this time.